Event description:
On the above date I had neck surgery. I was told by my doctor that the substance that he would be using to replace the disc material was new on the market and it was the first time he would be using it. I have experienced health problems since the day I came home. At first it was severe swelling that lasted for almost six months before I felt better, it is still swollen. I have lost a lot of weight. Eating is painful and it is difficult to swallow, in fact if I turn my head even slightly while chewing and swallowing, I will choke. My voice had become very strained and it is painful to talk. I have problems gurgling while sleeping. I have begun to lose the feelings in both my hands, in fact, when I go to open a door knob, the other hand will mimic the movement. The procedure used was bone morphogenic protein with a titanium plate. Please help me!